Event description:
It was reported that 30 ml bd luer-lok¿ tip syringe broke during use. The following information was provided by the initial reporter: material no. 302832, batch no. Unknown. It was reported that syringes are breaking. Event description per email states: pt infuses ruconest 2100 units (14ml) to 4200 units (28ml) by slow intraveneous injection over approx 5 mins twice a week and as needed basis for breakthrough attacks f/u call out to pt. Pt reported the only issues she's having with the 30ml syringes is that they require to use up to 3 syringes per infusion because some are breaking. She would like to try a different MFR other than bd which she is having issues with reported to (B)(6) by pt/caregiver.

Manufacturer narrative:
The following fields have been updated with corrections: b.3. Date of event: (B)(6) 2020. The date received by manufacturer has been used for this field. G.4. Date received by manufacturer: 2020-09-10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. (B)(6), USA has been used as a default. The initial reporter also notified the FDA on 11 may, 2020. Medwatch report # mw5094403. Report source other: medwatch report. Device manufacture date: unknown.

Event description:
It was reported that 30 ml bd luer-lok¿ tip syringe broke during use. The following information was provided by the initial reporter: material no. 302832 batch no. Unknown. It was reported that syringes are breaking. Event description per email states: pt infuses ruconest 2100 units (14ml) to 4200 units (28ml) by slow intravenous injection over approx 5 mins twice a week and as needed basis for breakthrough attacks f/u call out to pt. Pt reported the only issues she's having with the 30ml syringes is that they require to use up to 3 syringes per infusion because some are breaking. She would like to try a different MFR other than bd which she is having issues with reported to (B)(6) by pt/caregiver.

Manufacturer narrative:
Investigation: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. A DHR could not be performed due to the unknown lot#. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that 30 ml bd luer-lok¿ tip syringe broke during use. The following information was provided by the initial reporter: material no. 302832 batch no. Unknown. It was reported that syringes are breaking. Event description per email states: pt infuses ruconest 2100 units (14ml) to 4200 units (28ml) by slow intravenous injection over approx 5 mins twice a week and as needed basis for breakthrough attacks f/u call out to pt. Pt reported the only issues she's having with the 30ml syringes is that they require to use up to 3 syringes per infusion because some are breaking. She would like to try a different MFR other than bd which she is having issues with reported to (B)(6) by pt/caregiver.